Event description:
It was reported that the obturator cap broke, nurse was taking the dressing off, the cap "popped"/broke off. The male piece separated "stick" part stayed in the catheter. Removed the catheter and introducer and a new site was initiated.

Manufacturer narrative:
Device not returned.